Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a faulty reservoir set. The customer stated that when she removed the reservoir, there was insulin inside the reservoir compartment. The customer stated that she cannot see any fluid in the pump. The customer stated that she replaced the reservoir and reported that insulin continued to drip after letting go of the act button. The customer stated that the pump primed normally. The customer was advised that there may have been a temporarily blockage of the vents on the reservoir or there may have been a gap between the piston and the reservoir. The customer was advised to monitor and call back if the issue persists. The customer will be sent a replacement reservoir.